Manufacturer narrative:
(B)(4). Date sent: 11/30/2021.

Manufacturer narrative:
(B)(4). Date sent: 12/3/2021. Investigation summary: per service manual operational and diagnostic analysis did not confirm the reported self activation. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while in a urology procedure the device continued to activate after releasing the footswitch, while using a loop electrode in coag mode. No patient consequence was reported. Device s/n (B)(4).